Manufacturer narrative:
The investigation of introducer damage ¿ mechanical has been completed. Introducer damage - mechanical: clinical details note that the rp flex sheath could not be flushed. A new introducer kit was opened. The product was returned and evaluated. The returned sheath could not be flushed. A glue blockage was found in the sheath sidearm at the connection point between the sidearm and white sheath hub. Data logs are not applicable. The root cause of the introducer damage was a bond failure as evidenced by issue reproduction on returned product and confirmation of glue blockage at bonding point between hub and tubing. H6 health effect - impact code 1802 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-30633.

Manufacturer narrative:
H6 health effect - impact code 1802 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-30633.

Event description:
The complainant reported that the impella rp flex sheath side port was blocked and could not flush the sheath. A new introducer kit was subsequently opened for insertion. It was noted that the impella rp flex was implanted as a bailout when the patient arrested during a thrombectomy. The patient did not recover and passed away on support. There is not enough evidence to exclude the impella as an associated factor in the patient's outcome.

Manufacturer narrative:
The introducer was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.